Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 40-50 mg/dl, and weakness. Reportedly, the cause was customer overcorrected via bolus delivery as customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Reportedly, the customer required assistance from parent to treat bg level. No additional information was provided.